Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment. This information was not provided when asked. Is not applicable with the exception of serial number as the device is manufactured by prescription is not applicable as the device is manufactured by prescription and is not implantable.

Event description:
It was reported that the patient had an allergic reaction. It was reported that the patient developed itchiness in mouth.

Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Lot# e-pro4.0-11375 (erkoloc-pro) was manufactured from 01/20/2020 and was assigned with 3 years expiration. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: device was not returned for investigation. Customer provided two images for review. An upper splint was photographed- one occlusal image and one image of the internal aspect. The results were summarized: roughness - it was difficult to evaluate, but the surfaces and flange of the device appeared smooth. Crack - no major crack was noticed in the images provided. Delamination - layers appeared intact and not separated. Discoloration - the device appeared discolored. A yellowish tint appeared to have developed due to normal usage. General cleanliness - cleanliness could not be determined via photos. The images provided were inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself root cause: a root cause for this complaint cannot be explicitly determined. IFU 9091 rev 3.0 (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0) · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device will not been returned. However, there will be a non-visual investigation carried out and a supplemental report will be submitted. Corrected: d4 corrected to change data from lot number to serial number. H4 corrected to reflect the new information presented by the patient. Additional information: a4 updated to reflect the new information presented by the patient. B3 updated to reflect the new information presented by the patient. B5 updated to reflect the new information presented by the patient.

Event description:
The patient responded via email to provide additional information. The patient has a history of hypertension and an allergy to latex and adhesive tape. The patient had the initial reaction on the first night that he used the device on 6-12-20. However, the patient continues to use the device while experiencing "itching" around the mouth and lips.with regard to the device: the device was cleaned prior to use with warm water. The patient continued to clean the device daily with a toothbrush warm water and toothpaste (brand not specified). The device will not be returned.